Manufacturer narrative:
H3, h6: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The back-up device was used in the originally drilled bone hole; therefore, there was no injury to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The anchor, suture string and insertion device were returned with debris on them. The distal tip of the insertion device is deformed. The internal structure of the anchor is fractured. A functional assessment of the device found it could not be successfully implanted due to the fracture of the internal structure. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Corrected data: b1, h1 and h6: health effect - clinical and impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the bioraptor knotless suture anchor was pulled out. The procedure was completed using a smith and nephew back up device, however it is unknown if there was a delay. No further complications were reported.